Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient is in good condition.